Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient's mother reported that on (B)(6) 2019, the cgm was reading low for several hours even though the patient was given carbohydrates and sugar. The mother took a fingerstick reading that measured high. The patient displayed symptoms of hyperglycemia such as urinating frequently, and patient was feeling ill. It took several hours to return the patient's bg level to normal. The sensor was replaced and the cgm and bg values correlated. The patient's cgm and bg values and intervention medications were not provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.